Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The motor was found to not have enough power to move the gantry. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that gantry wont move in or out, and there was a clunking sound when the in and out buttons are pressed. The system will not dock.